Manufacturer narrative:
Analysis of the client's data from inratio and ref tests revealed that the test result comparison did not meet precision criteria. Customer did not provide exact ref value; unable to determine accuracy of inratio results. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2013: inratio= 7.1; inratio = 3.5. On (B)(6) 2013: inratio= 7.0; inratio=3.2. "Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013: inratio: 7.0, 3.2. Lab: "above 10." Ref lab inr was 2 hours after initial inratio testing on (B)(6) 2013. The ref lab does not measure above 10. Multiple drops of blood added. Therapeutic range: unk.